Event description:
It was reported that 6 bd syringe 0.3ml 8mm 90 had a deformed stopper. The following information was provided by the initial reporter. The customer received a box with the plunger not attached to the slide inside the syringe. It is resulting in not being able use the syringes and the plunger just breaks loose. Are any samples available for return : yes.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 1039358 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd syringe 0.3ml 8mm 90 had a deformed stopper. The following information was provided by the initial reporter: the customer received a box with the plunger not attached to the slide inside the syringe. It is resulting in not being able use the syringes and the plunger just breaks loose. Are any samples available for return: yes.